Event description:
Affiliate reported that fluid effused from the tip of the perforator, which appeared to be water when the doctor tried to perforate. Air leak was noted at the throttle of the handpiece. The doctor used another one instead.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been reviewed and they revealed that the device conformed to specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.